Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms resulting in an alert in the remote home monitoring system. Review of stored device data noted that measurements had shown a steady and gradual increase. Shock impedance measurements following the out of range measurement were noted to vary between 104 to 116 ohms. Technical services (ts) discussed the potential of increasing shock therapy to 41 joules and continuing to monitor. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.